Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue is unknown at this time. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported the display does not light up. The issue found during preparation for use. There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, as well as corrections to d9 and h3. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was not returned for evaluation. Based on the results of the investigation, the root cause of the reported event (display not lighting up) was unable to be identified. Olympus will continue to monitor field performance for this device.